Event description:
It was reported that, the duodenovideoscope¿s forceps elevator does not move down at all. There were no reports of patient harm.

Manufacturer narrative:
The olympus ess (endoscopic support specialist) performed an endoscope evaluation review, and the device did not pass the inspection. The following recommendations were provided to the customer: 1. Customer to send in the scops that didn¿t pass the inspection for further evaluation. 2. The customer to reprocess scopes per the facility policy, prior to putting them back into circulation. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a probable cause and root cause could not be determined as the device was not returned to olympus for evaluation. No obvious deviation from IFU on user handling related to the event was confirmed. Olympus will continue to monitor field performance for this device.